Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative (rep) reported that when the patient sat, they got a shock in their bicycle seat area since trial implant on (B)(6) 2015. When the patient was lying down and rolled over, they were also getting the shocking sensation. The patient had painful stimulation and the therapy was on. Decreasing the amplitude resolved the uncomfortable sensation. The patient wanted to know what good it was doing if they couldn't feel the stimulation. Stimulation was at 1 and the patient decreased the dial and couldn't feel stimulation, but the shocking stopped. The patient thought the device was off. The patient contacted their health care provider's (hcp's) office but did not get a return call. The rep contacted the patient. Additional information from the rep reported the event occurred during the trial and she decided not to move forward with the implant. She turned the device off after she had shocking sensation and was not moving farther with the implant. Additional information received from the rep reported that the cause of the shocking when sitting was due to trial lead movement. The lead was removed and the patient did not go on to implant.